Event description:
Report received indicated that balloon rupture during use in-pt. The target lesion is unk. The stent system was passed across a previously deployed stent. Thereafter, the stent failed to deploy (unk site) due to balloon rupture. The stent delivery system (sds) was removed from pt and the existing stent was post dilated using non-complaint balloon. An additional stent was subsequently crossed and deployed.

Manufacturer narrative:
Of note: this complaint reported a cypher however, the product returned was a cypher 2.75x18. Additional info has been requested regarding the returned product, and the specifics of the procedure/pt vessel/lesion info. Additional info will be sent within 30 days upon receipt.